Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a defective connector: the plug was damaged and loose, making a secure and stable connection impossible. No patient harm was reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d8, h3, h4, h6, h11. The device was returned to olympus to perform a field service inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: replacement of the onetouch socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.